Event description:
It was reported that during a primary spinal fusion surgery, difficulty inserting the set screw occurred. The patient was undergoing a 1 level dtl procedure for grade 1 spondylolysis at l4-l5 using a minimally invasive technique with a retractor. It was reported that the patient was average weight and osteoporotic. The right side was completed first. On the left side, the most caudal screw was put in and locked down. Then the 6.4x45mm cephalad screw at l4 was put in. The surgeon encountered difficulty with the angle required for the minimally invasive technique while using the glide inserter to get the set screw put in. The surgeon attempted to insert the set screw but was unable to get the set screw locked down all the way. The screw bone interface became loose and the screw began to toggle. That screw had to be removed and replaced with a larger 7.2x50mm screw, where the same thing occurred. Several different instruments were attempted to be used to assist and again the screw began to toggle and was then pushed into the bone. The surgeon then had to remove that screw and apply bone cement. After the bone cement was applied, another 7.2x50mm screw was implanted and the set screw was successfully inserted and tightened. In total, 6 set screws were attempted and stripped and the two screws attempted were reported to be "chewed up." The event contributed to a 3 hour delay during surgery. It is reported that the patient did fine after surgery and was released the next day.

Manufacturer narrative:
Product (set screw) is expected to be returned but has not yet been received. Additional relevant information will be provided when the device evaluation is completed.